Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the faulty lamp fan and the change to the emergency lamp due to overheating could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added on fields: h6 and h11. Correction on field: e1 (telephone). Based on the results of the investigation, a definitive root cause could not be determined. However, it was likely that the main lamp stopped working and the emergency lamp lit up due to the increased internal temperature of the device, caused by a reduced exhaust heat processing function due to a fan failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite xenon light source was overheating. The issue occurred during a diagnostic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer requested an on-site service. The results of the physical device inspection will be provided when they become available. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.